Event description:
It was reported that on (B)(6) 2026 the patient "required additional procedure to restart new epidural line" due to "tape that failed to adhere line to skin." Per the customer, a "painful second procedure [was] needed to adequately control labor pain."

Manufacturer narrative:
It was reported that on (B)(6) 2026 the patient "required additional procedure to restart new epidural line" due to "tape that failed to adhere line to skin." Per the customer, a "painful second procedure [was] needed to adequately control labor pain." It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3. Additional initial reporter information: mobile telephone number: (B)(6).